Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left anterior descending artery. A 12mm x 3.50mm promus premier¿ stent was advanced, however, significant resistance was encountered. It was noted that the y connector was a bit tight and the shaft of the catheter was kinked and broke into two parts. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. There were no issues noted with the shaft polymer extrusion profile. The hypotube was broken 69cm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that when axial force was applied, it was noted that there a lateral bending and kink on the catheter shaft of the 12 x 3.50 promus premier stent. The break was located at the mid portion of the catheter and was 70 cm from the hub. The device was pulled out and was completely removed from the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when axial force was applied, it was noted that there a lateral bending and kink on the catheter shaft of the 12 x 3.50 promus premier¿ stent. The break was located at the mid portion of the catheter and was 70 cm from the hub. The device was pulled out and was completely removed from the patient.